Manufacturer narrative:
Analysis of the pump revealed s2 corrosion or s2 corrosion with mechanical wear. Green residue was seen on gear wheel, brown residue and wear on gear 2 upper shaft. Brown residue noted on pump head. Pertinent pump logs indicated a motor stall and a motor stall recovery, with possible tube set. No reset/safe state occurred at any time, elective replacement indicator (eri) occurred during analysis and was due to implant time.

Event description:
It was reported that patient elected explant. No further information was provided. The device was sent for disposal.